Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2013; 5071-35 lead, implanted: (B)(6) 2013; d354trm device, implanted: (B)(6) 2013; 6947m62 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to an alert and it was noted there was high pacing impedance observed on the low-voltage leads and damage to the tip side of the lead or a connector failure with the adaptor was suspected. The physician chose to cap and replace the two pacing leads and the adaptor and replace with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the adaptor was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.